Manufacturer narrative:
Additional information was obtained indicating the actual malfunction was that of the monitor not staying in a fixed upright position. This was noticed while the system was in a stationary position. There was no reported harm to user or patient. This is not a reportable product problem.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking. It is unknown if the issue was discovered during transport. There was no injury or clinical use associated with this event.

Manufacturer narrative:
According to the service work order, the customer cancelled on-site service as they stated that the issue had been resolved. They did not provide additional information. The system was returned to service. No further issue reported.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.